Manufacturer narrative:
Manufacturer's investigation conclusion: although the cause cannot be conclusively determined through this evaluation, the center reported that the low flow events were related to a hemorrhagic contusion. Treatment was provided and the alarms resolved. The submitted log files contained data from 25sep2019 through 06oct2019. Low flow hazard alarms were observed on 06oct2019 when the controller fault flags lasted longer than 10 seconds. The low flow alarms appeared to occur during pi events. The remaining log files did not observe additional low flow events. Despite the low flow conditions, the pump appeared to have functioned as intended throughout the duration of the log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) without further reported issues. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that device alarmed for low flow events at 6:20 pm which were believed to be related to hemorrhagic contusion which was identified on head CT scan on (B)(6) 2019. Prior to fall and becoming unresponsive, wife had reported patient had felt lightheaded and dizzy which led to his ground-level fall. After becoming unresponsive, advanced cardiac life support with chest compressions was initiated, airway protected with intubation. Anticoagulation was reversed with kcentra and fresh frozen plasma. Patient was currently admitted to cardiac intensive care unit. Patient remained intubated. Patient remains obtunded - not sedated. CT of head showed stable contusion when compared with initial. Anticoagulation has not been restarted.